Event description:
This lead was implanted in 2006 and still remains implanted at this time. It was noted on (B)(6), 2016 that the lead exhibited high pacing impedance measurements of >3000 ohms and high pacing thresholds of 5v@0.4ms. The physician was dr. (B)(6) at (B)(6) in (B)(6), italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).